Event description:
It was initially reported to boston scientific corp that a flexima biliary stent system was used during a biliary drainage procedure on (B) (6)2009. According to the complainant, the deployment suture was tangled and the stent could not be released. The procedure was completed with another flexima biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good. This event has been deemed a reportable event based on the investigation results; guide catheter was stretched.

Manufacturer narrative:
(B) (4) - (suture line tangled). A visual examination of the returned product found the push catheter bent at its proximal end, a few inches to the r.o marker and the suture hole was slightly torn. The guide catheter was removed from the push catheter and a visible kink was observed. The guide catheter was also stretched and kinked at its proximal end. The stent detached from the delivery system and the suture was in the suture hole. Following a device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that device failed/unable to deploy. Based on the results of the eval conducted and the details of the complaint, the most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure where the performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. (B) (4).